Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with crack reservoir tube near reservoir window, crack reservoir tube lip and crack battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 19 mmol/l. Troubleshooting was performed. The device was returned for analysis.